Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error e243 was not confirmed. The reported foreign objects found in the air and water tube finding was likely a result of insufficient reprocessing. A whitish foreign material was found inside the aw-tube and inside the aw-cylinder which is most likely traces that remained from previous procedures. The additional evaluation findings are as follows:, switch (sw) 2 did not work due to corrosion on sw flexible printed circuit and on switch box, sw 1 did not work due to corrosion, control unit had a crack, control unit warm due to shortcut of sw cable, aw-cylinder had no color, suction cylinder had no color, control unit had corrosion due to water leakage, universal cord holder had corrosion due to water leakage, base plate had corrosion due to water leakage, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, water tightness was lost due to damage on channel tube, the play of up and down knob was out of the standard value due to wear of angle wire, plastic distal end cover was deformed, connecting tube had coating peeling, connecting tube had a scratch, and inside of universal cord had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope encountered error e243 (wrong focus). There were no reports of patient harm. During evaluation of the returned device, it was found that the air and water (aw) tube had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, due to leakage from biospy channel, reprocessing could not be conducted properly therefore the the foreign material could not be removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - gif-ez1500 operation manual chapter 3 preparation and inspection - gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.